Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag experienced a console failure. The console (2nd generation) did not recognize when the motor was plugged into the console (it displayed "motor not connected" alarm). When starting a demo loop, there was no movement of the rotor until the rpm's were increased to 3000. Staff commented that this console had some external damage to the casing, and the cause of the issue is unknown. The console was removed from use and will be returned for evaluation. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.